Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. An alert was noted to have triggered. The rv lead was noted to have high/undefined pacing impedance and an abnormality of the rv coil was also suspected. Reprogramming was performed. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.